Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2008 and a xience v stent was implanted. On (B)(6) 2011, the patient was readmitted with chest pain. Cardiac enzymes were elevated and electrocardiogram revealed non-st elevation myocardial infarction. Catheterization was performed and interval occlusion of the saphenous vein graft to circumflex artery and the xience v stent had 30% in-stent restenosis. The patient was treated with medications and was discharged on (B)(6) 2011. About 1 week later, the patient was re-admitted with worsening angina. Troponin was slightly elevated; however, there were no electrocardiogram changes. The patient was treated with medications and was discharged to home. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.